Event description:
It was reported that the user experienced an insulin delivery occlusion while using an infusion set (contact detach), which resulted in elevated blood glucose; the issue resolved after the supplies were changed and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no reported injury and resolution after supply change. Investigation included user-reported troubleshooting and education focused on occlusion management. Investigation of this case revealed an insulin flow occlusion associated with the infusion set, which was corrected by replacing the affected supplies. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion consistent with supply-related blockage.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.